Event description:
On (B)(4) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy first occurred between ¿3-5am¿ on (B)(6) 2014. At this time the patient obtained a blood glucose result of ¿110mg/dl¿ on the subject meter and ¿59mg/dl¿ on a onetouch ultra2 meter, within 30 minutes of one another. The patient manages their diabetes with insulin (no adjustments), and as a result of the alleged product issue the patient has been taking an increased dosage of medication as per a healthcare professional¿s advice on (B)(6) 2015. The new dosage of medication the patient has been taking is 10 units of lantus and 1000mg glucophage per day. The patient did not develop any symptoms or require any form of treatment as a result of the alleged inaccuracy. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2: the lay user/patient¿s test strips and control solution have been returned and evaluated by lifescan product analysis on with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.